Manufacturer narrative:
(B)(4). Batch #p56z5v. Device analysis: the analysis results found that one ec60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was noted to have the firing mechanism damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the spring pawl was found disengaged, not allowing the firing mechanism to properly function. While no conclusion could be reached as to how the spring pawl became loose, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications. In addition, a sample of the batch is inspected at fgqa. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during a hemicolectomy, gun locked with in case. Opened with lot of effort. The surgery was delayed by 20-minutes. Used a new gun to successfully complete the procedure. There were no patient consequences.